Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: three locking caps were blocked and could not be loosened/removed during surgery. Reportedly, the screws and rods are no problem. The patient was impacted. The surgery was delayed by an unknown amount. The event did not require additional medical treatment. This is report 3 of 4 for complaint (B)(4).